Event description:
It was reported that during implant, it was not possible to insert the stylet into the lead. The lead was replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.